Event description:
It was reported that during in clinic follow up that the right ventricular lead was causing tricuspid regurgitation. The patient suffered from congestive heart failure and dyspnea. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.